Event description:
The physician responded stating the patient has had worsening dyskinesia and had not been able to get reprogramming due to the pandemic. He said the settings were reasonably low from the last time they saw the patient.

Manufacturer narrative:
Continuation of d11: product ID: 37642, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was set up on advanced adjust on the tablet so the patient could increase/decrease amplitude. It was said that the rep was able to adjust the patient's amplitude with their personal patient programmer but when using the patient's patient programmer, they could not adjust amplitude. When the rep switched back to their pp, they were unable to adjust amplitude. The patient said this happened once before. Troubleshooting was performed and the issue was resolved. The rep inquired about obtaining a handset for the patient due to the intermittent issue with the pp. The caller called back stating the patient thought the battery was hacked and someone had changed the settings. When checking the patient's device, it showed it was in simple mode. The patient was changed back to advanced adjust and the issue was resolved. It was mentioned that while the patient was in the doctors office, they had changed their settings approximately 10 times and the caregiver indicated that the patient made a lot of adjustments with the pp. The rep limited the patient's ability to change settings. The rep said there may be a connection between the patient switching setting and the patient's device going into simple mode. No symptoms were reported. Additional information was received. The cause of the pp switching from advanced adjust to simple mode was not determined. The patient's caregiver and patient were counseled that it was not helpful to the patient therapy or the system to "change it so frequently." The patient's mother stated the patient "is not adjusting as much." No further information was provided. Additional information was received from the consumer on 2020-aug-18 reporting they were a victim of fraud. The patient is also convinced people have been hacking into their dbs device. They inquired if a manufacturer representative (rep) can meet up with them to provide assurance of hacking concerns. The rep role was reviewed and they were redirected to their hcp. They stated hacking was back in (B)(6) 2020.